Event description:
It was reported that there was a brain stem hemorrhage. No clinical course, outcome, medical status prior to event, treatment or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).